Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported that an instrument installed on universal surgical manipulator (usm) 2 moved unexpectedly. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that the system logs were not available, and the customer would need to replace the ethernet cable. The customer informed the tse that there were no errors/messages when the issue occurred. Additionally, the surgeon did not have her hands on the surgeon side console (ssc) master tool manipulators (mtms) at the time of the event. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the system and reviewed the error logs. The fse noted that all the errors were advanced & engine errors. The fse identified hardware error 1126 pointing to an issue with universal surgical manipulator (usm) 2. The fse spoke to a surgical staff who was present in the case and was informed that during the system setup, the sterile adapter and instrument would not seat properly, and the usm lights turned orange. The customer stated that after reseating the sterile adapter and instrument, the issue corrected itself and did not return. It was possibly a user setting related issue. The fse performed an extensive test drive and tested the system multiple times without any issues. The fse also noted that the customer declined service for an unrelated onsite internet connection issue. The system was tested and verified as ready for use.